Event description:
The customer reported to a baxter corporate product surveillance of an interlink continu-flo interlink solution sets in which the tubing was cut. According to the report, the tubing appeared to be cut in two near the check valve. This condition was observed while the product was still in its packaging, before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed that the inlet port of the check valve had broken off. No other obvious visual defects were noted. The reported condition was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.